Manufacturer narrative:
Siemens filed MDR 1219913-2017-00073 on march 31, 2017 reporting a reactive result for an advia centaur xp hbsagii (hbsii) result that was (B)(6) on an alternate method. The result was confirmed with the advia centaur hbsag confirmatory (conf) assay. Repeat testing of the sample yielded (B)(6) results on the advia centaur xp hbsagii assay. May 2, 2017 additional information: the lot number, expiration date, date of manufacture and UDI were not initially provided for the advia centaur hbsag confirmatory assay. Advia centaur hbsag confirmatory reagent a and reagent b confirmatory lot number 1118 UDI (B)(4), expiration date 04/21/2018, manufacture date 04/21/2016. Additional information received indicates the acid pump was leaking on the rubber sleeve. The fse replaced the acid pump and v9 due to a drip on the wash manifold. No conclusions can be drawn. Based on the information provided, siemens is unable to determine the root cause for initial result. Siemens cannot rule out pre-analytical factors or sample specific issues.

Manufacturer narrative:
Siemens continues to investigate the cause of the discordant advia centaur hbsagii result. The manifold and washing performance of the advia centaur xp were inspected and no evidence of poor performance was found. No other assay performance indicated a systemic issue on the analyser. A review of qc data showed that siemens qc was within control for (B)(6) and external qc material was within range when the sample was tested. It was identified that the external qc was out of range the day after the sample was run. After recalibration, the external qc came in range. No conclusions can be drawn. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The hbsag confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers." The lot number and UDI of the advia centaur hbsag confirmatory reagents is unknown at this time.

Event description:
Customer observed a reactive result for advia centaur xp hbsagii (hbsii) result that was negative on an alternate method. The result was confirmed with the advia centaur hbsag confirmatory (conf) assay. Repeat testing of the sample yielded negative results on the advia centaur xp hbsagii assay. There are no reports that treatment was altered or prescribed or adverse health consequences due to the advia centaur xp hbsagii reactive result.